Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 423 mg/dl. The user administered outside insulin and contacted support for guidance on reconnecting to the ilet. The user was advised to reconnect once bg values returned to range to avoid duplicate dosing. No further information was obtained after follow-up attempts.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.